Event description:
A malfunction alarm was reported where the pump declared an alarm 20 during pumping. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to successfully load a new cartridge and resume insulin therapy; hence, technical support decided to replace the pump. The customer was informed about the replacement, although they declined to share their backup therapy plan. The pump was confirmed to be within warranty, and the customer was instructed on how to return the device.